Event description:
Report received that while operating on battery power, the pump powered off by itself without an audible alarm. The customer contact reported the pump was programmed to deliver "0.9ns." No specific programming parameters were provided. At an unspecified time, the nurse powered the pump on and the pump was off." The nurse powered the pump on and the pump immediately displayed an unspecified "malfunction." The patient reportedly informed the nurse that patient had recently returned from the bathroom and heard no audible alarm. The patient's peripheral IV catheter was inserted and the therapy was resumed using a replacement device. There were no reported adverse patient sequelae.